Event description:
On (B)(6) 2013, the lay user/patient informed lifescan (lfs) (B)(4) that her onetouch verioiq meter read inaccurately low compared to her feelings and/or normal results. The complaint was classified based on information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported on an unspecified day in (B)(6) of 2012, she obtained an alleged inaccurate low reading (result not available) with the subject meter. The patient informed the csr that she manages her diabetes with a combination of oral medications and novolin. The patient mentioned she generally takes a set dose of the insulin; however, if her blood glucose readings are elevated she may take additional insulin. It is not known what action back in (B)(6) of 2012, the patient took in response to the alleged inaccurate low reading obtained. The patient reported developing symptoms of "blurred vision and not feeling well" sometime after obtaining the inaccurate low result. In response to the symptoms, the patient reported she went to the ER. The patient stated her blood glucose registered "25.0 mmol/l (450 mg/dl)" when tested with the ER/hospital meter. The patient reported she was treated with insulin (type and dosage unknown) and IV fluids. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for hyperglycemia by an hcp after obtaining an alleged inaccurate low reading with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.